Event description:
The customer reported the system was not saving images. Nor will the system send images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The problem was verified. The software was reloaded and is currently saving and sending images. Returned to service. This MDR is related to ge healthcare complaint number.